Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested by the manufacturer. If it becomes available, it will be submitted in a supplemental report.

Event description:
It was reported, "periprosthetic fracture due to adequate trauma."